Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope) and micrococcaceae (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus customer service found following physical damages; cracks and damages of the light guide lens scratches on the distal end cover wear and tear of the glue of the bending section rubber damage at the coating of the insertion tube damage of the control unit around the cylinder wear and tear at the key top switch 1 peeling of the universal cord omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The reprocessing manual of the subject device has already warns following: 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.